Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and alarmed during prime test due to moisture damage on the force sensor resistor also, moisture damage was found on the lcd board noted and corroded motor assembly noted. The insulin pump passed self-test, off no power test, a21 error test, displacement test and rewind test. The operating currents are within specifications. The insulin pump, was received with minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 148 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.